Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that after filling syringe with insulin, it leaked from the connection with the needle. Pr 1 or 2: this pr is for the syringe. Caller reported, after filling syringe with insulin, she was attempting to remove air out of syringe where she noticed insulin began to leak out from the portion of the syringe where the needle tip connects. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - was not able to provide. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - no- not available for return. Resolution - caller was able to successfully fill a cartridge. No further action required.